Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was r eported that the patient's therapy was not working anymore. The patient's handset was showing 'maximum settings reached' message at 0.3 ma for all programs. The patient confirmed they always had their ins set at 1.0ma.  Caller reported doing an impedance check prior to calling and all contacts were orange. The caller then selected each contact for specific readings. All electrodes in contacts 2 and 3 were >4k ohms. Contact 1 showed >4k ohms at electrodes 2 and 3, 954 ohms at case, and 1190 ohms at electrode 0. Contact 0 showed >4k ohms at electrodes 2 and 3, 839 ohms at case, and 1190 ohms at electrode 1. It was suggested that the caller create custom program with appropriate electrodes. Caller created program c (positive 0, negative 1) and was able to increase amplitude to 1.0 ma where the patient felt stim comfortably in the bike seat area. Agent reviewed continued use of this program and when future troubleshooting would be needed if at all. Issue successfully resolved with troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the max settings/high impedance is unknow. They indicated that what most likely caused or contributed to the issue could be that the patient had some big falls several months before the issue started to occur where the patient couldn't turn up the settings on the device.

Manufacturer narrative:
Corrected aware date from initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.